Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient reported the irritation was red and weeping. There was no alleged device malfunction contributing to the irritation. The patient was prescribed fixan lotion from a medical professional. Follow up indicated the irritation improved.